Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported as an unknown date in 2021. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap extended life pd transfer set fell off the titanium adapter. It was further reported, "nurse believed the transfer set was being bent by the pediatric patient". There was no patient injury or medical intervention associated with this event. No additional information is available.